Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed the following possible causes. (1) according to the evaluation result from the local service department, the circuit board was corroded. It was presumed that the corrosion of the board was caused by storage environment that did not meet the specifications of the processor. (2) since the device was manufactured and delivered 6 years ago, it was presumed that the electronic components on the circuit board was worn out.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, scope communication error b30 occurred. There was no report of patient injury associated with the event. The event date was unknown.